Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that after receiving a nerve block in (B)(6) 2018, the patient has pain in their left arm whenever they turn stimulation on. In the past the patient would have pain in their arm after nerve blocks but it would go away after turning stimulation on. Now the stimulation makes the pain worse. The issue was not resolved. No further complications reported.